Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The assembly process and manufacturing procedure for catalog # 780-24 were reviewed and no findings related to the reported issue were found. The device history record (DHR) of batch number 02a1303288 has been reviewed and no issues or discrepancies were found related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. This customer complaint can not be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported.

Event description:
The complaint was reported as: the customer alleges that the circuit failed the leak test prior to use. The customer reports that a tear/puncture hole was visible on the exhalation limb. No report of a patient injury.